Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a04 captures the reportable event of balloon damaged.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct papillary opening during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, a pre dilation on the papillary opening of the bile duct was performed and it was noted that the balloon was damaged, and the contrast medium leaked during dilatation. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts. Based on the event that the balloon was damaged, the reported event may suggest that the balloon might be burst.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a04 captures the reportable event of balloon damaged. Block h11: (investigation result) the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation noted no problem with the device. Functional inspection also reveals that the balloon was able to be inflated and hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged was not confirmed. The returned device is in good condition and capable of being inflated and can hold pressure without any evidence of leak. Based on the investigation findings and all gathered information, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct papillary opening during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, a pre dilation on the papillary opening of the bile duct was performed and it was noted that the balloon was damaged, and the contrast medium leaked during dilatation. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts. Based on the event that the balloon was damaged, the reported event may suggest that the balloon might be burst.